Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. A burr was unable to be locked into the drill in either drill diagnostics or a test case. The drill was disassembled and it was found that one of the wires to the exposure motor was open. Wiring from a test lab drill was used with the complaint handpiece and all kpc tests passed and calibration and burring were successful in a test case. The most likely cause of this event is wear and tear degrading a wire to the exposure motor. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d), section setting up the instruments, subsection loading the bur, for proper set up and handling. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for a cori assisted uka surgery, the burr would not lock into the collet. It was tried a few times to unplug and retry as well as trying to go through the real intelligence robotic drill diagnostics test in the admin section. Surgery was performed, after a non-significant delay, by manual procedure. Patient was not harmed as consequence of this problem since the switch to manual instruments was decided before the patient was under anesthesia.